Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that device is showing error message. There was no patient involvement. Based on the information available quote is expired, no work performed by philips. The working condition of the device is unknown as the quote is expired; no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : quote is expired; no work performed by philips.

Event description:
It was reported the device showed an error message equipment disabled. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.